Manufacturer narrative:
Review of the platform's retrieved archive data revealed multiple ua7 messages occurred on (B)(6) 2016. In addition, ua7 error message displayed upon powering up the platform during functional testing. Further evaluation of the platform found a defected load cell. The autopulse platform is a reusable device and was manufactured in 2011. Therefore, this type of issue with the load cell is characteristic of normal wear and tear for the life of the device. To resolve the ua7 message, the load cell was replaced. The platform passed functional testing and the load cell characterization test. The preventative maintenance was performed. Following service, include replacement of the load cell, the platform functioned as intended and was within specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
The autopulse platform (sn: (B)(4)) was returned for preventative maintenance. During initial functional testing, upon powering on the platform, a user advisory (ua) 7 message was displayed.

Manufacturer narrative:
This supplemental MDR was created to retract the submitted MDR, as the autopulse platform (sn (B)(6) ) was a demo device owned by zoll and was not used on a patient. Therefore, this event is a non-complaint.